Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the speaker is defective. There is no sound. The device was not in clinical use at time of event, no patient or user harm was reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). No analysis was performed by philips; however, remote engineer communicated with the customer who confirmed that there was no sound produced on the device. The customer would like a quote for a new speaker, 453564238621 ms_x2 cbl assy x2/mp2 speaker assembly. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by the customer ordering a speaker assembly and the speaker was shipped to the customer.